Event description:
On (B)(6) 2006, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan of the abdomen revealed that the device had 6 degree tilt to left of filter. Apex appears to contact left lateral wall of inferior vena cava (ivc). Filter struts are intact. No further patient complications were reported. It was further reported that on (B)(6) 2006 the patient underwent placement of their greenfield vena cava filter. On (B)(6) 2019 the CT images also showed that there was no evidence of ivc perforation and no ivc stenosis. No fluid collections noted around the ivc.

Event description:
On (B)(6) 2006, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan of the abdomen revealed that the device had 6 degree tilt to left of filter. Apex appears to contact left lateral wall of inferior vena cava (ivc). Filter struts are intact. No further patient complications were reported.